Manufacturer narrative:
The customer¿s report of an unintended bolus of propofol was not confirmed. Analysis of the pcu event log does not contain any programming for propofol or for basic infusions for the reported date and time range ((B)(6) 2017 between 0500 and 0900). The log shows that the three pump modules that were infusing at the start of this time frame had been programmed on (B)(6) 2017. At 6:36 am on (B)(6) 2017 one of those channels was removed and two additional pump modules were added but both remained idle with no programming performed. The root cause of the customer¿s report of an unintended bolus of propofol was not identified. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported a suspicion that the patient received an unintended bolus of propofol. As a result, the patient experienced hypotension and required cardio-pulmonary resuscitation. There was no report of lasting harm.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "day one post op open heart surgery, pt on ventilator requiring need for sedation d/t poor oxygenation, hemodynamic instability and agitation. Pt was receiving IV drips of dobutamine, epinephrine and insulin. The carefusion pump had three modules attached with these drips. Propofol IV drip ordered by provider, verified by pharmacy. A fourth pump module was obtained. Propofol bottle was spiked, tubing was primed, tubing placed in 4th IV pump module. Module would not power on. Rn thought the connections to the lateral module was not working so in the midst of the urgency to start the medication, the tubing was removed from the nonfunctioning module in anticipation of exchanging for a new module. Prior to releasing the door latch on the on the module that contained the propofol, the manual roller clamp on the IV tubing was not clamped off. The nurse opened the latch of the module, removed the tubing and proceeded to obtain a different module. The safety tubing clamp in the IV set inserted into the module was not engaged and "hooked" to the door safety mechanism as the door was unlatched. This caused the safety clamp to not engage and not clamp off the tubing. This resulted in the propofol medication in the bottle to begin to free flow into the pt IV. The free flow was not noticed by the nursing staff in the room until the monitor alarmed with low blood pressure and heart rate. The rn then noticed the propofol free flowing and clamped off the tubing leaving approx 20ml/200 mg remaining out of a 100ml/1000 mg bottle. Estimated the pt received approx 800 mg of propofol in a rapid infusion over approx 4 minutes. This resulted in a cardiac arrest with unsuccessful resuscitation efforts. Pt expired. We believed the safety latch on the IV module door failed to correctly engage and connect with the IV tubing safety clamp resulting in the clamp not clamping the tubing off as the door latch was opened prior to removal of the tubing from the device. This indeed would have contributed to the rapid bolus of the medication and subsequent death of the pt."